Event description:
Pt had required 4 separate foley catheter changes within the past 1 1/2 months due to urine leakage as the balloon is not symmetrical when inflated with 10cc sterile h2o. The store keeps on sending the identified catheters that have a potential defect. The insertion procedure normally occurs every month, however due to the leakage the pt is requiring more frequent changes as well as on increase in expense from their medical care budget. Pt requesting different brand from store but unknown if they will accomodate request.